Event description:
Patient underwent attempted leadless dual-chamber pacemaker (abbott medical aveir -- leadless rv pacer) implantation on (B)(6) 2025 at (B)(6). Patient was 11 days post mvr"mitral valve regurgitation)/tvr (tricuspid valve regurgitation)/maze/CABG (coronary artery bypass graft) and on therapeutic anticoagulation. According to the hospital's records and subsequent communications, the device was deployed and recaptured twice. During catheter manipulation/testing, an iatrogenic intra-procedural cardiac perforation occurred, followed by rapid clinical deterioration and death despite resuscitative efforts. Hospital states an MDR/maude was filed but, to my knowledge, has not been amended to include complete information. The report listed the cause of death as "hypotension", however, the death certificate identifies the cause as "right ventricular perforation". The hospital states it sees no need to amend it. I am submitting this report because the current public maude entry appears incomplete/inaccurate (event narrative and outcome) and to request that FDA and the manufacturer obtain and file a supplemental MDR reflecting the full facts. I will provide additional records (ep(electrophysiology) report, cath/ICU documentation, death certificate, etc.) As needed. MDR report key: (B)(4). MDR text key: (B)(4). Report number: mw5170595.

Event description:
This submission is a follow-up to my prior report and provides additional factual information that became available afterward. After my original submission, an independent technical inspection of the abbott aveir leadless pacemaker and delivery catheter was conducted by (B)(6). The inspection found no evidence of device malfunction, defect, or damage. The device remained tethered and was never deployed during the procedure. According to the (B)(6) review, the patient sustained a right ventricular injury during a phase of device repositioning. The contemporaneous electronic health record and death certificate document the injury as an iatrogenic perforation. Following the injury, the patient experienced acute hemodynamic deterioration and died despite resuscitative efforts. This information is provided to supplement the original report for completeness. Additional information received from the reporter on 01/13/2026 for a report number mw5177178. Pt codes: 4559, 4868, 1841, 1914. Reference report: mw5182224.